Manufacturer narrative:
Complaint conclusion: as reported, the package seal of a 7f exoseal vascular closure device (vcd) was found to be not tight. The device was replaced with a new closure device, and hemostasis was ultimately successful. There was no reported patient injury. The patient underwent lower-limb arterial stenosis surgery with retrograde left femoral artery access using a cordis short sheath. The physician has many years of experience using the exoseal vascular closure device (vcd). Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. The packaging was not included in the shipment. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The reported event of ¿packaging/pouch/box compromised sterility seal open¿ could not be evaluated as the packaging was not returned with the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine the factors that may have contributed to the event reported. Based on the information available for review and device received condition, unspecified storage and/ or handling factors may have contributed to the reported issue. As stated in the instructions for use (IFU), which is not intended as a mitigation ¿the exoseal vcd should be stored in a cool, dark and dry location. Do not use the exoseal vcd if the package is damaged or any portion of the package has been previously opened. Do not use the exoseal vcd if the device appears damaged or defective in any way.¿ neither the product analysis, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the package seal of a 7f exoseal vascular closure device (vcd) was found to be not tight. The device was replaced with a new closure device, and hemostasis was ultimately successful. There was no reported patient injury. The patient underwent lower-limb arterial stenosis surgery with retrograde left femoral artery access using a cordis short sheath. The physician has many years of experience using the exoseal vascular closure device (vcd). The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.